Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a capio failure caused the suture dart to come off inside the patient. The case was completed by opening a second capio. The patient's condition is unknown at this time.